Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the device "possibly free flowed". It was reported nursing staff found a puddle on the floor. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported by the customer that the device "possibly free flowed". Fentanyl (250ml) 25mcg/hr titrate to 100mcg/hr was infusing at the time. It was reported nursing staff found a puddle on the floor, no defects were reported in the bd alaris infusion set 2260-0500. There was patient involvement but no harm.